Manufacturer narrative:
Follow-up # device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with a 18 count voltage drop leading to a ¿cs 177¿ call service alarm warning. The pump¿s ¿ez-prime¿ steps were performed correctly but all of the pump¿s electrical current draws were above specification. The short battery life complaint was confirmed during this investigation. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board. During visual inspection of the pump, it was observed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was reportedly moisture corrosion inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.